Event description:
Note: the date of event is unknown. Note: this report pertains to one of two complaints that were used during the same procedure. Refer to associated MFR report #3005099803-2009-03995 for a description of the other device. It was reported to boston scientific corporation that two bipolar gold probe cable adapters were used during a procedure (patient age unknown; however, over 18 years of age). According to the complainant, two bipolar gold probe adapters failed to generate power to a gold probe hemostasis catheter. The procedure was completed by replacing the bipolar gold probe cable adapter with another bipolar gold probe cable adapter. Since this is a reuseable device, the account did not know how old the adaptor plugs were or how many procedures had been completed with them. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4), defective. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).